Event description:
The customer reported ICU patient had a morning potassium level of 3.2. Four doses of kcl 20meq/50mls to be run over 1 hour each through a central line were ordered. The second dose was hung around 0615. At 0655, the nurse found that the bag had finished early despite the pump showing 12+ mls left to infuse. The customer stated that no additional event or patient information is available. The pumps and tubing were swapped out. The biomed tested the devices and they all were found within specification.

Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.